Event description:
A customer contacted stryker to report that their device had illuminated its service led and had displayed a white screen during use. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified that the service light was illuminated but no white screen or lock up issue was observed. After replacing the system pcb assembly and user interface assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed parts were further evaluated at stryker product analysis center (pac). It was observed that the device showing a white display could be verified by visual inspection of the returned user interface pcb and measurement of capacitor, c181, which is cracked and shorted.

Event description:
A customer contacted stryker to report that their device had illuminated its service led and had displayed a white screen during use. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.